Event description:
Received by medwatch from FDA: optometrist reported patient "eye felt like wood chip" in the right eye. Washed with saline and felt fine for one day, but became light sensitive and hurting. Optometrist notes patient wearing contact lenses overnight for 4-6 weeks at a time. Patient thought that was okay. Optometrist reported a corneal ulcer to the right eye with uveitis, approximately 1 & half mm, mid peripheral. Contacts were discontinued. Patient was prescribed ocuflox one drop every two hours today, then four times a day. Return to office in four days." Patient has returned to contact lens wear and visual acuity was returned to 2/20. No additional information is available for further investigation at this time.